Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer has been having high blood glucose in the morning every day so far. Customer was wearing the insulin pump at the time of the call. Customer treats by delivering more insulin. Customer stated that the sensors don't last and quit after 2 days. Customer stated that he has gone through 2 sensors that do not last and has received change sensor messages. Customer has not worn sensors since taking out the last one. Customer's blood glucose is in the 80's mg/dl when he goes to bed and he wakes up with blood glucose in the 400's mg/dl. Customer stated that he will go to bed with blood glucose in the 200's mg/dl and wake up with blood glucose in the 500's mg/dl. Customer stated that he thinks it is because when he's lying down, he is not active. Customer has had dawn phenomenon high blood glucose every day. Customer is in communication with his doctor on adjusting his overnight basal settings. Customer has a back-up plan of lantus and insulin pens.